Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Alleged, ti modular neck failed, breaking into two pieces; revised. (Right)

Manufacturer narrative:
Updated part number.